Event description:
Patient spontaneously called in to report that ms3 pump sn (B)(4) ((B)(6) 2019) started to alarm cartridge removed. Patient successfully switched to back up pump. Unable to trouble shoot and pharmacy will ship replacement pump error occurred while in use but did not cause any harm to the patient. Reported to (B)(6) by pt/caregiver.